Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that when priming the tubing she was unable to see the piston advance and the customer received an error alarm on the insulin pump. Customer stated that the insulin pump was stored without battery for about a week prior to the alarm. Customer's blood glucose reading at the time of the call was 79 mg/dl. Nothing further was reported.